Event description:
While accessing the right coronary artery, the guide catheter dissected an artery. Case was completed utilizing the same guide. The pt required additional stenting to repair the dissection.